Manufacturer narrative:
Device manufacture dates: may-25-2011, may-26-2011. A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not returned.

Event description:
International affiliate reports the patient was admitted to the hospital on (B)(6) 2013 for t11/12 fracture dislocation with paraplegia due to falling accident. The surgeon did reduction and internal fixation surgery on (B)(6) 2013 and 4 screws (179703645) were implanted. In (B)(6) 2013, the patient went to (B)(6) hospital for revision surgery due to breakage of 3 screws. The following mfg. Medwatch reports are being filed for the three screws that broke post operatively: 1526439-2014-12263; 1526439-2014-12264; 1526439-2014-12265.